Manufacturer narrative:
(B)(4). As per the I-stat system manual art: 714368-00k, date:02-aug-2012: the downloader/recharger (drc) can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins charging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader also has a compartment for recharging a rechargeable battery outside the analyzer. There are lights on the downloader/recharger to indicate the recharging process. The investigation of the analyzer, rechargeable battery and the downloader recharger (drc) was completed on 04/24/2015. The cause of the issue was determined to be a failed transistor on the main printed circuit board of the drs serial number (B)(4). The failure of the transistor produced an internal short that allowed the rechargeable battery within the analyzer to be overcharged and was reported hot to touch. The analyzer used in the event functioned according to specification when individually tested with a different drc. An exception report (er369130) has been opened in abbott point of care's corrective and preventative action system to further investigation root cause.

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer who reported that an analyzer rechargeable battery became warm to touch when placed in the downloader recharger. The analyzer, rechargeable battery and the downloader recharger in use at the time of the incident were returned for investigation. Through the investigation it was determined that the report of the rechargeable battery becoming hot to the touch was due a failed component in the downloader recharger and not the I-stat analyzer. Based on the information available, there were no patient or user related injuries associated with this complaint.